Event description:
It was reported that patient presented to clinic for follow up. It was noted that the atrial lead exhibited noise over sensing resulted in an inappropriate mode switch and resulted in pacing inhibition. Additionally, noise reversion episodes were observed. The atrial lead will be monitored. The patient was stable throughout.